Event description:
The patient reported that since changing the battery on (B)(6) she has been having low blood glucose levels in the early morning. She states she has low blood glucose levels whenever she wakes up. She gives examples of results of 38 mg/dl, 41 mg/dl, 54 mg/dl, and 94 mg/dl in the morning from (B)(6). She also said she had a result of 34 mg/dl at 2 pm on (B)(6). On (B)(6) in the evening the patient programmed a bolus dose through the pump but did not subtract the insulin on board. She did not say what symptoms she had but said she can tell she is having low blood glucose. She says she does not shake but feels lightheaded. The patient has been able to self treat with orange/pineapple juice. The patient said she was in a lot of pain and was not sure of the cause of the problem. The patient has been in the hospital for back pain and started taking pain medications. She is not sure whether that could be the cause for her blood glucose excursions. The pump settings were correct and the basal and bolus histories appear to match the total daily dose. The patient said she is seeing her endocrinologist to discuss the low blood glucose levels she has been having. The patient denied alcohol consumption and said she only eats dinner and sometimes a snack. The patient denied priming while attached or manipulating the cartridge or cartridge cap when the pump is delivering insulin. The animas representative advised the patient to discontinue pump therapy and to contact a doctor to obtain a backup plan for insulin delivery. Although it is unclear whether there was any pump malfunction, this complaint is being reported because the patient experienced low blood glucose levels and it was noted once that the patient did not subtract her insulin on board reading when programming a bolus dose. The patient was advised to stop pump therapy and start using a backup plan for insulin delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.